Manufacturer narrative:
(B)(4) as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment details were not reported. On an unknown date, pd therapy was discontinued (current mode of dialysis therapy was not reported). Six days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.